Event description:
It was reported that prior to use, a heating issue was observed with the attachment during pre-operative preparation. It was reported that there was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation couldn't able to perform due to difficult to insert tool into the attachment and lock twist found j ammed. However, it was noted that the bearings are broken and corroded, output drive shaft assembly found corroded, and not able to perform pre repair temperature test. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.